Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) following a popping sound being heard. A surgical procedure was performed in which the existing device was removed and replaced. Upon explant, fluid loss was noted due to the pump tubing separating from the component. There were no patient complications reported.